Manufacturer narrative:
Device investigation details: a video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, some splines of the pentaray catheter was observed detached from the tip with an exposed wires. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: for h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the video analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and the electrodes on the tip of the device were found detached. It was reported that during the operation an electrode detachment occurred. When the package was just opened, the electrodes on the tip of the device were found detached. A second device was used to complete the operation. There was no adverse event reported on patient. The device was not used in patient.

Manufacturer narrative:
On 9-mar-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and the electrodes on the tip of the device were found detached. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, of the returned device were performed following j&j procedures. A visual inspection was performed, the tip was observed broken. Part of one of the splines was observed detached from the tip leaving internal components exposed. The customer reports that this condition was identified upon removal of the catheter from its original packaging. Due to this condition a manufacturing investigation was performed to identify the root cause of the issue. The investigation confirmed that manufacturing personnel executed the process in accordance with documented procedures and that the controls defined within the process flow are effective. Consequently, there is no objective evidence indicating that the reported condition was generated within the manufacturing process ; therefore, it is considered that the origin of the damage belongs to an event that occurred outside the manufacturing process, and it is therefore determined to be indeterminate. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The tip issue reported by the customer was confirmed. The potential cause of the damage cannot be established. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).